Event description:
Hill-rom received a report from the account stating the bed brakes will set but won't stay the bed keeps rolling (brakes not holding). The bed was located at the account in the repair area. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The technician found the bed casters had worn out teeth causing the brakes not to hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The technician replaced all the brake casters to resolve the issue. Based on this info, no further action is required.